Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) visited onsite and found system was unable to boot up. After reviewing log file, fse found that there was an error on marathon ups. Upon troubleshooting fse found a fault blowing fuse on ups phase. To resolve the issue, fse replaced blown f4 20a fuse on ups power control board. After replacing the f4 20a fuse on ups power control board, the system is returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.